Event description:
Initial report indicated that the patient had high lead impedance. The patient will be referred to their surgeon for revision surgery. The site was instructed to program the patient's vns to zero output current. Good faith attempts are being made for additional details surrounding the reported event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.